Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two unspecified mentor saline breast implants and suffered several unexplained systemic symptoms. The symptoms are fatigue, cognitive dysfunction (brain fog, difficulty concentrating, word retrieval, memory loss), muscle aches, pain, weakness, joint pain, hair loss, dry skin, dry eyes, dry mouth, dry hair, weight gain, weight loss, easy bruising, slow healing of wounds, temperature intolerance, chills, low libido, ringing ears, heart palpitations, shortness of breath, insomnia, swollen tender lymph nodes, tingling/numbness in the arms and legs, cold discolored hands and feet, muscle twitching, dehydration, frequent urination, neck pain, back pain, skin freckling, pigmentation changes (darkening or white spots), an increase in papules (flesh colored raised bumps), decline in vision, vision disturbances, gastrointestinal and digestive issues, food intolerances, food allergies, throat clearing, cough, difficult swallowing, choking feeling, headaches, dizziness, migraines, mood swings, emotional instability, anxiety, panic attacks, and depression. The patient believes that her implants are causing her many health issues. No device issue such as deflation was reported. The root cause of the patient¿s symptoms is unclear. The patient is planning to undergo bilateral removal without replacement. However, at the time of this report, mentor has received no information regarding an expected explantation date. The date of implantation and date of event were estimated as (B)(6) 2006 and (B)(6) 2018 respectively based on available information. Since no contact information was provided, mentor was unable to follow up for additional information. This report is for the left-sided prosthesis.